Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 (mg/dl). Customer declined to complete any troubleshooting or provide any further information on the reported event.